Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide referenced is being filed under separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was no suture present when the needle plunger was removed of both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the tavi procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). If follow-up, what type? Correction: describe event or problem.

Event description:
Corrected event description: the pre-close technique, as previously reported, was not used. It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices with an 18f sheath after a transcatheter aortic valve implantation (tavi)procedure. Reportedly, on both proglide devices, there was no suture present when the needle plunger was removed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.